Manufacturer narrative:
The ventilator was investigated on site and the nozzle unit in the air gas module was replaced. No goods have been received for further investigation, since the nozzle was scrapped in the hospital. The received device log files confirm the reported problem, that the ventilator did not pass pressure transducer test and flow transducer test during pre-use check. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(4) 2021. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. As no goods were returned for investigation, the cause of the reported failure could not be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer and flow transducer tests during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).